Event description:
Boston scientific crm received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD) due to high right ventricular pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information, however no further information was available. The available information suggests this device remains in service. Should additional information become available this event will be updated.

Event description:
Additional information was received indicating this device was explanted as the patient no longer wished to have a system implanted. Noise was observed on the right ventricular channel prior to explant. Additionally, high out of range pacing impedance measurements continued to be observed. The device was explanted without complication. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was programmed to tachy mode other than monitor plus therapy. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Records indicate this device remains implanted. Should additional information become available this report will be updated.

Event description:
Additional information was received from the field indicating the physician ordered tachy therapy to be programmed off. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.